Event description:
It was reported by dealer that when you push the mode button to go to seating it jumps right back to drive. When you push the mode button go into drive, it jumps right back to seating.